Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was most likely patient related as the patients vessels had a small diameter preventing insertion.

Manufacturer narrative:
H6 medical device problem code coding change from difficult to insert through other device to failure to advance.

Event description:
The complainant reported that an impella cp was to be implanted in a patient via percutaneous right femoral artery for mechanical circulatory support. A groin complication was noted because of small diameter. Dimension issues were reported. It was not possible to implant the impella. Patient related issues were noted an not impella. The procedure was unsuccessful. Additional information was received. The impella was placed in the patient's body, but only within the groin area. It did not extend beyond this region.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.